Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level and had to change the infusion set twice. The customer stated that he went to the hospital. Customer does not want to troubleshoot for the high blood glucose reading. Customer reported that his blood glucose level was over 200 mg/dl and he couldn't get it down past 196 mg/dl. The customer was wearing the insulin pump at the hospital because he is very sensitive to insulin. Customer reported that he changed the infusion set yesterday. Customer mentioned that he thinks it was a stomach virus that was causing his high blood glucose level. The infusion set and the insulin pump will not be returned for analysis.